Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: no observed. ¿ crease/folding of implant: no observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, h6.

Event description:
Patient reported right side rupture, "leakage of a substance thought to be silicone" and "prosthesis in the lower part of the breast is folded" confirmed via mammogram. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Crease/folding of implant: no observed creases on the device. No other observations observed, no further actions are required.

Event description:
Patient reported right-side rupture, "leakage of a substance thought to be silicone" and "prosthesis in the lower part of the breast is folded" confirmed via mammogram. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right-side rupture, "leakage of a substance thought to be silicone" and "prosthesis in the lower part of the breast is folded" confirmed via mammogram. Device was explanted and replaced with a non-allergan device.